Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure difficult to remove the trocar from the anvil. Another device was used to complete the case. There was no adverse consequence to the patient.